Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower door failed, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower door failed, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was failed. A field service engineer performed troubleshooting steps, cleaned micro switches to remove oxidation, and re-tightened wire harness connectors. Following this, tested the latch assemblies using both the hardware testing application and the customer's user application. The latch performance successfully passed all tests. Preventative maintenance on latch door number one was also done to prevent future failures. The system functioned as intended after the field service engineer repaired the device.